Manufacturer narrative:
(B)(4).the service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator generated an alarm that rendered the graphical user interface (gui) inoperable. There was no patient connected to the device.